Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's landing zone measurements under the following views were: 17mm at 0 degrees, 16.6mm at 45 degrees, 13.1mm at 90 degrees and 15.4mm at 135 degrees. The patient's left atrial pressure was 13mmhg. Transesophageal echocardiography (tee) and fluoroscopy were used during the procedure. Close criteria were met and the occluder showed a roman helmet-shaped compression. It was noted that the left atrial appendage (laa) was highly pectinated at the 135 degree angle, but the disc of the occluder was able to cover the remaining pectinated smaller lobes. Two tension tests were performed. The occluder was implanted. Three months later on (B)(6) 2025, during a follow-up tee, it was noted that the occluder embolized to the ascending aorta at the level of the subclavian. The occluder was snared with a 24f non-abbott sheath and a loop snare and removed from the patient. The patient did not present with any clinical signs or symptoms. The physician suspected the occluder may have been too compressed or the stabilizing wires were not as well-engaged as previously believed. The patient status was stable.